Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, patient implanted with on-x aortic valve (configuration unknown) on (B)(6) 2010. Based on FDA's approval of lowered inr (1.5-2), patient sought medical advice. Physician advised to "reduce her anticoagulation medication dosage by 50% and to aim for a target inr of 1.5-2.0" and was ultimately achieved. Subsequent to may 2015 and reducing her inr, patient "began to have medical issues which have since been attributed to complications stemming from the reduced inr, which included, but were not limited to, leg pain, chest pain, back pain, dizziness, headaches, fatigue, right arm weakness, loss of vision in her left and having a transient ischemic attack (tia)." Note: prior to (B)(6) 2017, patient applied for the (B)(6) study but was not accepted and screen failed because she was "aspirin resistant."

Manufacturer narrative:
Additional information: age of patient - (B)(6), brand name - on-x prosthetic aortic valve with conform-x sewing ring and extended holder, product code - onxace-23, serial number - (B)(4). This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, patient implanted with on-x aortic valve (configuration unknown) on (B)(6) 2010. Based on FDA's approval of lowered inr (1.5-2), patient sought medical advice. Physician advised to "reduce her anticoagulation medication dosage by 50% and to aim for a target inr of 1.5-2.0" and was ultimately achieved. Subsequent to (B)(6) 2015 and reducing her inr, patient "began to have medical issues which have since been attributed to complications stemming from the reduced inr, which included, but were not limited to, leg pain, chest pain, back pain, dizziness, headaches, fatigue, right arm weakness, loss of vision in her left and having a transient ischemic attack (tia)." Note: prior to (B)(6) 2017, patient applied for the proact study but was not accepted and screen failed because she was "aspirin resistant."

Manufacturer narrative:
Attempts to obtain additional clarifying information were unsuccessful. The manufacturing records for the onxace-23 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. The onxace-23 sn (B)(4) was implanted (B)(6) 2010 in the aortic position of a (B)(6) year old female with a tested aspirin resistance. Subsequent to reducing her inr sometime after (B)(6) 2015 to a target of 1.5 - 2.0, the patient experienced a variety of symptoms she says have been attributed to the reduced anticoagulation therapy: leg, chest, and back pain; dizziness; headaches; fatigue; right arm weakness; loss of vision in left eye; transient ischemic attack (tia). Concurring medical reports are not available. Some of the symptoms described are consistent with adverse events of thromboembolic origin. Although the on-x valve has been approved for an inr of 1.5-2.0 in the single aortic valve case, the instructions for use also recommend the addition of 75-100mg of aspirin daily. However, the patient has a known aspirin resistance deficiency which may have contributed to the adverse events. The inr history and medical history of the patients compliance were not available for review. Even so, the (B)(6) study upon which the recommendations are based noted that tia's occurred for patients in both control (at 878.6 patient-years) and test (at 766.2 patient-years) groups at a rate of 0.80 and 1.44 %/patient-year, respectively (instructions for use]. Consequently, the evidence is not strong enough to establish whether the patient's experience can be completely attributable to the lowered inr target range of 1.5-2.0, or what contribution her aspirin resistance may have had, or whether this is outside the statistical realm of probabilities described by the (B)(6) study. Thromboembolic events are not an unexpected adverse event for mechanical heart valves. The on-x 614 heart valve design fmea has described the event outcome addressed, item 5, ref # 5a, 5b, 5c, 5d and *5r. Category biological, failure mode thrombosis, failure analysis/failure mode effect potential for thrombus & thromboembolism, cause of failure - doctor prescribes insufficient dose of anticoagulation medicine, patient medication error, prescription error, inadequate patient follow up, reduced inr anticoagulation regimen. Thrombosis is a monitored event and is assessed in the risk assessment for the on-x heart valve. A definitive root cause for this event is unknown. No further action is warranted at this time.

Event description:
According to the report, patient implanted with on-x aortic valve (configuration unknown) on (B)(6) 2010. Based on FDA's approval of lowered inr (1.5-2), patient sought medical advice. Physician advised to "reduce her anticoagulation medication dosage by 50% and to aim for a target inr of 1.5-2.0" and was ultimately achieved. Subsequent to may 2015 and reducing her inr, patient "began to have medical issues which have since been attributed to complications stemming from the reduced inr, which included, but were not limited to, leg pain, chest pain, back pain, dizziness, headaches, fatigue, right arm weakness, loss of vision in her left and having a transient ischemic attack (tia)." Note: prior to may 2017, patient applied for the (B)(6) study but was not accepted and screen failed because she was "aspirin resistant."